Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, bad audio, which was reproduced and confirmed during evaluation. When the case halves were opened, evaluation found the back flex cable was not properly assembled into the j6 connector of the I/o pcb. The cable was properly connected to the j6 connector during evaluation resolving the reported symptom. (B)(4).

Event description:
It was reported that a spectrum pump had "bad audio." It was also reported there was no patient involvement.